Manufacturer narrative:
One vlft10gen generator was returned for evaluation. The visual inspection found no notable defects. The reported condition could not be confirmed. Investigation personnel performed functional testing on the returned unit with no issues found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a latex glove had caught fire. How it exactly occurred is not known. A sales representative had obtained information that it had occurred while putting voltage on the pencil and passing the pencil from one user to another. No harm to anyone involved. No more information was available.